Event description:
Customer reported via phone call that the blood glucose reading was 525 mg/dl. Customer had declined to trouble shoot. Customer states that their meter stopped working and they also received a lost sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.